Manufacturer narrative:
H10: additional information received confirmed the device was disposed.

Event description:
Additional information was received indicating the patient underwent an iol exchange and had an anterior chamber iol implanted. The patient has corneal and macular edema and currently under treatment. Patient vision is expected to improve once the edema improves. Additional information has been requested.

Event description:
Additional information was received from the surgeon. It was confirmed that the onset of the problem occurred approximately 4 years after the initial surgery. The patients intraocular pressure was 24 mmhg following the initial surgery. The patient was treated with pred forte 1% 1 drop, 3 times a day for 1 month, chloramphenicol 0.5% 1 drop 4 times a day for 1 week and acular 1 drop 3 times a day for 1 month. About 5 months after the implant, a yag was performed to treat posterior capsular opacity with no glistenings documented. Approximately 8 months post initial implant the patient had a secondary sulcoflex iol implanted. Followed by a baerveldt tube implanted one year post original surgery. The patient had a lens exchange with a different model iol about 11 years after the original surgery. The secondary lens was removed as well and a vitrectomy was performed. At this time the surgeon confirmed they observed glistenings based on slit lamp findings. The reported outcome is the patient has a visual acuity of 6/36 with mild corneal edema. They are prescribed predforte 2-3 times a day.

Manufacturer narrative:
The lens was not returned and the alleged glistening could not be confirmed. The complaint iol is hydrophilic and not capable of developing glistening. Based on the available information the root cause could not be determined.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The device history record (DHR) review did not find any anomalies or non-conformities to the related event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. It is noteworthy to mention, the viscoelastic used in this procedure, was not validated for use with this device. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that approximately 10 years post cataract surgery, the patient developed opacification in their left eye. The iol was explanted. Additional information has been requested.